Event description:
A us distributor reported a battery charger power cord was damaged.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (power connector problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There were no adverse events associated with the damaged charger.